Manufacturer narrative:
The reference and lot number of the piece involved in this case are not available. The half of the drill bit that was not remained into the patient was thrown away as per hospital policy.

Event description:
While drilling for a screw in the acetabulum, the drill bit broke in half. The surgeon left half of the drill bit in the patient as he was unable to remove it. There was less than a 5 minute delay. The surgeon did not use a screw to secure the cup in place. The other portion of the drill bit was discarded into the sharps container. The surgery was completed successfully.